Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. At times large air bubbles were present in the tubing. Depending on the spot, the site was sore or irritated. The sensor was reading higher than the finger stick. Customer's sensor glucose reading was 400 mg/dl but her blood glucose level was 259 mg/dl. Her blood glucose level was 522 mg/dl. She corrected her blood glucose level with two insulin shots and a temp basal. Air was in the tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump was tested with a water fill test reservoir and no air bubbles were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The insulin pump was also programmed with test glucose meter; communicated properly and recorded the 52 mg/dl value properly from glucose meter. However, the insulin pump had cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.